Event description:
It was reported when using the syringe flu plus 0.25-1ml var dose 23x1 there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "flu syringe foreign matter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-09-09. Investigation summary: a device history record review was completed for provided lot number: 2008435. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture and the physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, a small black foreign particle was observed within the fluid pathway. Flush testing was completed for the sample. The syringe sample and the filters from each of the ten flush tests were examined and the foreign matter was not identified on any of the filters. Due to the small size of the foreign particle, we were unable to complete fourier-transform infrared spectroscopy in order to identify the composition of the particle. As neither the foreign particle composition nor origin could be identified, we were unable to determine an exact manufacturing cause for this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe flu plus 0.25-1ml var dose 23x1there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "flu syringe foreign matter."